Manufacturer narrative:
(B)(4).

Event description:
Transmitter failed/error/alert.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9 device available for evaluation - additional information. H2 type of follow up: additional information.